Event description:
During shift check, the loaner autopulse platform sn (B)(6) kept displaying user advisory 45 (not at "home" position after power-on/restart) followed by the prompt: "pull up lifeband and press restart." Pulling up the lifeband and pressing the restart button did not resolve the issue. Later, the customer provided additional information stating that after following the instructions provided by the zoll field technician, they cleared the ua45 advisory message. No patient involvement.

Manufacturer narrative:
The autopulse platform in the complaint will not be returned to zoll for evaluation because after following the instructions provided by the zoll field technician, the customer cleared the ua45 advisory message. Therefore, device evaluation and service were not required to be performed by zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.